Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during pre-dilatation of a mildly calcified, eccentric, de novo, 99% stenosed left common iliac artery the fox plus balloon ruptured at 10 atm. The procedure was completed using a second fox plus baloon catheter and implanting a stent. The physician commented that vessel calcification may have contributed to the balloon rupture. There were no reported adverse pt effects. No add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.